Manufacturer narrative:
Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information regarding system alarms and the recommended actions associated with them, including pump error alarms, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by sequel med tech, llc, on 21-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that despite troubleshooting efforts, they received repeated pump error alarms which resulted in an interruption in insulin delivery. The user further reported that their glucose was elevated, with a fingerstick value of 470 mg/dl, and they experienced a bit of nausea. The user treated the elevated glucose with manual injections as they were unable to bolus via the twiist pump, and denied needing emergency medical services. The user confirmed they would continue using their backup insulin therapy while awaiting a replacement pump.